Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified during testing of the device and unable to be confirmed. The device was found in specification in relation to the customer reported 'received shock from pump'. Troubleshooting the device revealed no issue that might contribute to the customer issue. No cause was identified and no correction required should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the biomed received a shock from the spectrum pump while performing preventive maintenance. No additional information is available.